Event description:
Following a laparoscopic anti-reflux procedure, a patient presented with an erosion through the esophageal lumen of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure implantation occurred on an unknown date. The patient (a military contractor) presented in a military hospital in hawaii with a linx erosion on an unknown date. Linx device was explanted on an unknown date.

Manufacturer narrative:
-Updated to include reported site of removal, and new description of the reason for explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient presented with "perforation of the esophagus" leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure implantation occurred on an unknown date. -the patient (a military contractor) presented at university of hawaii with a linx "perforation of the esophagus" on an unknown date. Note: despite numerous attempts, this event has not been verified by the attending physician or staff. -linx device was explanted on an unknown date.